Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited appropriate therapy for ventricular fibrillation (vf). Upon review of the ventricular event, the markers were seen before the v-detect in the vf zone. Technical services (ts) reviewed and stated that the device appropriately sensed arrythmia, declared episode, duration was met, and device charged for 10.3 seconds and 41j shock successfully converted the rhythm. This was a normal function. The quick convert was not delivered during charge due to v rate being greater than 250bpm. The device remains in service. No adverse patient effects were reported.